Manufacturer narrative:
PMA/510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a microvascular decompression (mvd) procedure due to glossopharyngeal neuralgia. The patient was implanted with titanium low profile neuro burr hole cover and mesh plates. There was a surgical time of 126 minutes. There were no intra-operative complications. The patient follow-up occurred 1221 days after the procedure. The healing status/radiographic outcomes at final follow-up was that the patient had three (3) years of pain relief following the procedure, but the pain then recurred. The patient then successfully completed a second mvd procedure. There were no post-operative complications presented. The patient underwent reoperation due to repeat microvascular decompression (mvd). No further information is available. This report is for one (1) unk - plates: cmf. This is report 2 of 3 for (B)(4)